Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The sensor interface board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that it displayed a message of "no flow sensor". There was no report of patient involvement.